Event description:
It was reported that the pump was failing motor drive and occlusion test. The event occurred during testing. There waws no patient involvement.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: the customer reported problem of ¿motor drive and occlusion test failure¿ was verified when reviewing the alarm history, finding multiple instances of travel course error recorded in the pumps alarm history. The probable cause was worn drive-train components. The pump¿s clutches, lead screw and worm coupling were replaced. The device passed all functional tests after the repairs. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.